Event description:
It was reported that the device is failing therapy delivery test. The customer requested to return the device to the bench for evaluation and repair. The bench tech evaluated the device and confirmed the reported problem, detected faulty therapy capacitor.

Event description:
It was reported that the device is failing therapy delivery test. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair. The bench tech evaluated the device and confirmed the reported problem, detected faulty therapy capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.